Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The equipment no longer holds the battery charge, so it's needed it to stay on electrical web several times to complete the procedure. The unit turned off during the procedure once, to complete it, it was used another ultrasound to be able to guide the catheter. No adverse events or injuries reported, it was possible to complete the procedure without further complications.